Event description:
A customer reported that the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. The 0204, & 0800 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through a letter.